Event description:
Event description guidant received information that the patient with this implantable lead exhibited slow ventricular tachycardia which was treated by external cardioversion. This accelerated the rythym causing ventricular fibrillation. The device did not administer a shock, and the patient was externally rescued. The device was interogated and an error message was displayed stating 'one zone only shock confiquration available'. The device was reprogrammed, however it would no longer capture. The patient mentioned that the device had slid down in the pocket, and the physician felt this may have damaged the leads.